Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
In the initial MDR, the g3 date was 16 dec 2025.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) and fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.